Event description:
The infusion pump started to alarm continuously. The screens became blank and all the indicator lights started flashing on all four of the channels. All the medications were moved to a new infusion pump.